Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent embolization occurred. The lesion being treated was located in the right coronary artery (rca). The physician was treating a in-stent restenosis (non taxus). The 3.00 x 8 mm taxus express2 drug eluting stent was initiatally unable to cross the lesion. The stent came off the balloon during removal. They were unable to retrieve the stent. No add'l pt complications were reported. Pt status reported as "fine". Attempts to obtain add'l info have been unsuccessful.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.